Event description:
The customer contact reported a tubing separation; subsequently, blood loss was noted. The tubing set was being used to deliver an unspecified concentration of propofol. After an unspecified length of time in use, the clave separated from the tubing. The customer contact reported a "minimal amount" of blood was lost. Reportedly, the tubing and the clave were reconnected and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.